Manufacturer narrative:
Product analysis: the stylus was confirmed to be out of calibration. Calibration was performed, and the programmer was able to maintain calibrated over two days of testing. No functional issues were identified during analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was out of calibration. The programmer was returned for service. There was no patient involvement.